Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found lead damage in two different regions due to rib-clavicle crush. The optim sheath, silicone insulation and pt fe liner on coil were damaged in one of the crush regions. The rv cables were also visible but etfe coating was not damaged. (B)(6). No complaint received with return of device. Failure (event) observed during analysis.